Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07038. It was reported that the patient experienced syncope. Upon review, it was discovered that the pacemaker exhibited no pacing and the right ventricular lead exhibited failure to capture. The device was explanted and replaced, and the lead was capped and replaced on (B)(6) 2020. There were no patient consequences.